Event description:
It was reported that during follow up, loss of capture, decreased sensing and decreased pacing lead impedance were noted. The lead was observed to be stretched via diagnostic imaging. The lead was successfully repositioned. The patients condition was good after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.